Manufacturer narrative:
H6: health effect impact code - additional medications: 4644 - iop lowering agents h6 - work order search: no similar complaint was reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, 12.00/+2.0/088 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2024. The patient's iop was elevated, due to possible secondary steroid responder. The patient is on iop lowering agents and for further iop monitoring. This was the replacement lens for MFR. Report # 2023826-2024-02448. Additional information has been requested but none has been forthcoming.